Manufacturer narrative:
Device was received undeployed. Downloaded data shows the pod was deactivated at the completion of the second priming sequence. Timeouts and drive stall were observed towards the end of the run. Observed drive stall led to the device not deploying earlier. Scratches were found on the reservoir cap due to interference between the reservoir cap and the spring latch. It could not be conclusively determined if the interference between the spring latch and the reservoir cap contributed to the drive stall and the failure to deploy the needle mechanism.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.